Manufacturer narrative:
This report was originally submitted on aug 06, 2020 with a subsequent addendum on september 3, 2020. It was discovered that the original submission nor the supplement successfully made it through the electronic checks of the emdr system. The submission combined with its supplemental information is being resubmitted. A CAPA has been opened to address the submission of the electronic files.

Event description:
Patient was operated on for single level lumbar spinal fusion. Patient experienced post-operative edema and pain at surgery site. At three week follow-up visit, incision was reopened and washed out. Specimen taken from surgery site showed infection, organism not identified. Incision was closed and edema and pain resolved. Patient went on to successful fusion.